Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen result for a (B)(6) isolate in association with the vitek® 2 ast-p656 test kit (ref 421829, lot 8061131103). Initial: cefoxitin screen = pos. Repeat: cefoxitin screen = neg. Disk diffusion testing was completed as an alternative method and obtained susceptible results. The customer indicated that the initial false positive cefoxitin screen result did not lead to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint for a false positive cefoxitin screen result for a staphylococcus aureus isolate in association with the vitek® 2 ast-p656 test kit (ref 421829, lot 8061131103). It was identified that the customer uses (B)(6) chrom agar and horse blood agar, which are not validated for use with the vitek® 2 ast-p656 test kit. This is considered to be off-label use. The customer did not submit the isolate for investigational testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Ast-p656, lot 8061131103 met final qc release criteria. This lot passed qc performance testing.